Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a discrepancy in the volume of the medication infused. The problem was found after delivery. This was regarding a specific medication, cetuximab. There was a discrepancy in the volume of the medication infused. The actual amount in the bag was 555 ml. However, the pump measured the volume as 625 ml. The nurse stated that this was not the first incident and this only happens to this specific medication, cetuximab. There was no patient injury or medical intervention associated with this event. No additional information is available.